Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, patient reported pairing failure. The transmitter has been received for evaluation. An external visual inspection was performed, and the transmitter passed. A voltage test was performed, and the transmitter passed. A pairing test was performed and the transmitter failed. Data was provided for evaluation. Data review did not confirm the reported event of pairing failure. A root cause could not be determined via data. The reported issue of pairing failure is reportable based on the finding of transmitter failure error. No additional patient or event information is available.